Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 11/19/2015 to 05/17/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is determined to be a "low" risk. The product was not returned as the product was discarded; therefore, no visual analysis was performed. The most likely assignable cause was due to user error as the customer was utiliizing paper sheets in their loads which likely contributed to the color not changing correctly. The customer stated their staff has since been re-trained regarding the issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 27851103. Expiration date - the correct expiration date is 04/30/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a standard completed sterrad® nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00336 and 2084725-2016-00337.